Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading below 50, but blood glucose value was 98 mg/dl at the time of suspend. The customer also reported having bleeding at site. She stated she was taking a medication that might cause bleeding. The customer was advised to remove and change the sensor and to refer to doctor. The sensor will not be returned for analysis.